Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" and would not shock the patient. A backup defibrillator was immediately called for and used. Patient outcome is unknown.